Manufacturer narrative:
UDI # (B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of explant due to unknown reasons. Suture track indentations were observed on leaflet 1 and on the free margin of leaflet 2 near commissure 2. This indicated the suture was looped around commissure 2. The indentations were wider that the typical suture loop indentations. However, evidence of suture track was visible. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal outflow aspect. Subvalvular apparatus was observed at the outflow aspect near leaflet 3. X-ray demonstrated the wireform intact. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, suture track indentations were observed on the returned valve. The root cause of this event cannot be conclusively determined; however, the event was most likely due to procedural related factors. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards pericardial mitral valve of unknown size and model was explanted after an implant duration of approximately two (2) years due to unknown reasons. The explanted valve was replaced with a non-edwards valve of unknown size and model. No other details were provided.